Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2002, and a total right hip arthroplasty on (B)(6) 2002. Legal counsel reports patient underwent a left hip revision procedure on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reports metallic threading, corrosion, and mild to minimal ingrowth of the acetabular component were noted during the revision procedure. A review of invoice history revealed that the initial right hip arthroplasty procedure on (B)(6) 2002. Invoice history confirmed the date of the left hip revision procedure and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, exp date - unk, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01666 / 01667 / 01668 / 01669).